Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during thr surgery the r3 offset impactor tip broke inside of the patient during cup impaction. It was successfully removed because the broken piece was still attached to the impactor. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.